Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spindle cap broke off the spacer while the physician was tapping the implant in place. The broken spacer was removed and the procedure was completed successfully with a new spacer. The spacer will not be returned as it was retained by the medical facility.